Event description:
This pt was pregnant at 40 weeks gestation. Admitted in active labor. Epidural was place, upon placement of catheter blood was noted and catheter was withdrawn with gentle pressure. It was noticed that the tip of the epidrual catheter was sheared off. Approx 3cm of the tip was missing. The tip was not removed because it would be a greater risk to retrieve it.